Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 8mm x 2cm balloon. Fiber disturbance was noted 1.7cm and 2.6cm from the distal tip. A kink was noted 49.5cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observing exiting the balloon, approximately 1.7cm and 2.7cm from the distal tip. The balloon was stripped of its fibers. A rupture was observed 2.3cm from the distal tip. The longitudinal portion of the rupture was measured to be 0.7cm in length, and a partial circumferential rupture extended approximately a quarter way around the balloon. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. . Conclusion: the investigation is confirmed for a longitudinal and circumferential rupture on the barrel of the balloon. The investigation is also confirmed for material frayed, as the balloon fibers were frayed at the location of the rupture. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured at 15atm. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.